Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed below the electrode ground ring and the small tubing. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires below the electrode ground ring and the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis confirmed severed electrode wires below the electrode ground ring and the small tubing. This is believed to have occurred during revision surgery. The reported complaint of open electrodes could not be verified during this analysis, which was limited due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance due to open electrodes. Device testing confirmed open electrodes. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.